Event description:
Pump reported to overinfuse during an infusion of nitro glycerin. Pump was programmed at a rate of 6cc/hr but it was noted 230cc delivered in 1.5 hours, the pump said 18 cc had delivered at this point. Incident was reported to have occurred on 12/30/99. The pt was hypotensive and had a headache but no medical intervention was needed and no pt injury resulted.